Event description:
It was reported that the customer's pump screen was dark and would not turn on, accompanied by a red led flashing every 30 seconds and the pump beeping and vibrating once every three minutes. The customer's blood glucose level at the time of the issue was not provided. Technical support arranged for a replacement pump to be sent and confirmed the customer would revert to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The pump was still under warranty, and the customer was instructed on how to put the pump into storage mode before returning it using a pre-paid label within 10 days.